Event description:
The consumer was at the pool with her granddaughter. The consumer sat on the rollator when the unit allegedly collapsed. The wheels allegedly bent under and the consumer fell. No serious injury is alleged.